Manufacturer narrative:
An event of premature separation during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported premature separation could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 04-04 amplatzer piccolo occluder was chosen for implant using an 4f piccolo delivery system.prior to implantation, the device was checked to confirm that it was properly secured to the delivery cable. During the procedure, as the physician advanced the device into the patient¿s aorta so that only the aortic disc was within the vessel and before it was released from the sheath, the device was observed to have become completely detached from the delivery cable. It was also noted that the device was pushed in the remaining way out of the delivery system with the detached cable. Despite this, the physician was able to accurately unsheath the device and position it within the duct as intended.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 04-04 amplatzer piccolo occluder was chosen for implant using an 4f piccolo delivery system prior to implantation, the device was checked to confirm that it was properly secured to the delivery cable. During the procedure, as the physician advanced the device into the patient¿s aorta so that only the aortic disc was within the vessel and before it was released from the sheath, the device was observed to have become detached from the delivery cable. Despite this, the physician was able to accurately unsheath the device and position it within the duct as intended.